Event description:
It was reported that a malfunction occurred on the customer's pump with an error code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump initially but later received assistance from technical support, who provided pump reset information. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.